Manufacturer narrative:
Concomitant medical products: product ID 3898, lot# unknown. Product type: lead. (B)(4). (B)(6).

Event description:
Additional information found it was further reported the lead issue was about a broken lead. It was stated impedances were tested and the values were high. It was noted there was no stimulation and no pain relief. It was further noted after lead revision the system was working well with good stimulation and good pain relief. It was further stated patient was doing well at time of report.

Event description:
It was reported there was a lead issue. Twelve days later it was reported that the lead had been broken. Impedance testing was done and the values were too high. As a result, the stimulation was not optimal. The lead was replaced and then the system was working well.

Manufacturer narrative:
(B)(4).